Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient recently had to turn up the stimulation to a higher level than they ever had to. The patient stated they were going to 5.6 and stuff and it has caused the sensation to start going over into their left leg. The patient said this was causing a problem when they were walking because they walk with a cane and they fall easily. It was mentioned this issue started approximately a week ago. The patient wanted to meet with a manufacturer¿s representative (rep) for programming. No further complications were reported.